Event description:
An international customer ((B)(6)) reported that on (B)(6) 2011 a patient came in for a regular scheduled follow-up visit. X-rays taken at the time revealed a polyaxial screw had broken in the l3 lumbar vertebrae. Additional correspondence indicated the surgeon is not planning to remove the fractured device. The zodiac spinal fixation system had originally been implanted on (B)(6) 2010.

Manufacturer narrative:
Product evaluation cannot be conducted. The broken screw remains anchored in the patient where originally positioned. Correspondence dated (B)(4) 2011 indicates the surgeon is not planning to remove the fracture device. Because multiple screws were used in the case and the suspect device will not be removed, the exact lot number of the fractured device cannot be determined. The three lots listed below are currently implanted in the patient. Part number: 62065-50, lot number: 623468, manufactured date: 5/01/2009; 62065-50, 623996, 5/13/2009; 62065-50, 626602, 9/21/2009. The supplied instructions for use (ins-025) reads as follows: possible adverse effects section# 1; initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components. Postoperative management section# 6; the zodiac polyaxial spinal fixation system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices, which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired results should follow implant removal surgery.